Event description:
It was reported that an inserter was locked into a cascadia lateral cage intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report will capture the interbody.

Manufacturer narrative:
The device was visually inspected. It is fractured at an angle with only half of the device returned. Some discoloration is seen on top of the interbody prior to the fracture line. There is debris on the end where the interbody connects to the inserter as well as deformation in the shape of the inserter. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. The visual inspection results are consistent with overtightening the interbody onto the inserter. The fracture is consistent with excess force applied to the interbody, likely with another instrument, to break the jam.

Event description:
It was reported that an inserter was locked into a cascadia lateral cage intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report will capture the interbody.